Event description:
Changed console for service. Since this device is a life critical device, to save time, user turned on console and when was ready, connected blood pumps during swap. However, after a console change, the blood pumps were not achieving effective blood pumping (not achieving cardiac output), severely impacting the patient's hemodynamics for a short period of time. The original console was immediately returned to service and the patient's hemodynamics were restored. Device was just serviced by field service engineer (fse) from abiomed. Talked to fse after event who escalated incident to supervisor who told user that blood pumps should be connected to bvs 5000 I console only when the device is in the off position. If blood pumps are connected while unit is on, was told that unit takes 10-15 minutes to warm up/ perform a pre-check/ calibration. No notations of this important information was available on console. User checked operator's manual and could not locate this important information in the manual. When asked abiomed supervisor if a manual revision/ addendum had been or would be sent out, abiomd supervisor was uncertain.